Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cassette compartment was inspected and didn¿t find indications of dried fluid. There were no visual indications of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board with lot code 2240 which reflects the transformer has p155 insulation thickness. A known good inverter board was installed and the display became fully operational. Heater tray temperature verification passed. Due to multiple alarm in alarm history, the ac distribution board to heater plate was replaced. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted technical support to report the liberty select cycler alarmed with a solution temperature high in step 2 of setup. The cycler was near a cool/heating source. The patient stated that the cycler has been overheating the supply bag and smells burnt. Solution bags were stored away from cycler in the box. Nothing came in contact with the heater tray (ht). Bags were not placed in microwave or other heating source prior to setting up. The screen brightness was also going dim during the setup. The display brightness was set to 10. Technical support advised the patient the cycler would be replaced. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment on the cycler the day of the reported event and the day after. The patient contact stated they did not see sparks, smoke, or fire when the burning smell occurred and that the patient is using the old machine until the replacement arrives. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.